Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "original surgery was done in michigan. Pt is requesting to know if cup was part of recall. Left hip pain."